Event description:
Event: (cc# 98-01182) the iab was inserted into the patient via a cutdown. The "slow gas" alarm sounded from the pump and blood was noted in the tubing. The iab was removed and a second iab was inserted into the patient. (Multiple event to customer complaint number 98-01183) the iab was not returned to datascope for evaluation. [Event complications]: unknown - reported 9/18/98. [Patient's current status]: unk - rpt'd 9/18/98.